Event description:
It was reported that during an open rectum procedure, the cutter did not staple but cut, only some staples have been seen in the meso-tissue. The anastomosis came apart on the second day. The patient had three days in intensive care with artificial respiration, different drainages and vac- therapy. Took purse string clamp and circular stapler.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: ec45a: patient¿s age, sex and weight: (B)(6), male, (B)(6). Patients diagnosis: rectum carcinoma. Actual condition: insufficient anastomosis, rectal putrid secretion plus putrid excretion via laparotomy scar. Magazine colour: yellow (gold?) The device has been used on rectum tissue; the tissue was not dense or reduced in perfusion. No neo-adjuvant therapy. Patient¿s relevant diseases: hypertension, diabetes mellitus type ii. The device cut but did not staple. There were no anomalies noticed during preparation or using of the device. After firing there were staples in the mesentery tissue (necessary for tme) but not in the rectal tissue. The rectum was open. The shape of the staples in the mesentery tissue is unknown. There was no blood loss that required any transfusion. Due to the open rectum stump an infection occurred at the succeeding anastomosis. The analysis found that one ec45a device was returned in good visual condition and with one ecr60d cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. In addition, the returned reload was disassembled and no anomalies were noted. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information obtained: the device has been used on rectum tissue; the tissue was not dense or reduced in perfusion. No neo-adjuvant therapy. The device cut but did not staple. There were no anomalies noticed during preparation or using of the device. After firing, there were staples in the mesentery tissue (necessary for tme) but not in the rectal tissue. The rectum was open. The shape of the staples in the mesentery tissue is unknown. There was no blood loss that required any transfusion. Due to the open rectum stump an infection occurred at the succeeding anastomosis. Donuts in total, one day later fresh anstomosis insufficiency; patient stayed on in intensive care unit. Three days post op. Patient had an revisional operation due to signs of sepsis (fever, insufficient renal function, respiratory insufficiency) inspection of anastomosis: partial dehiscence 6´-10´ dorsosacral position, no seminal histological results; no answer how the dehiscence was treated; drains via rectum and intraabdominally.